Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump received unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump turns off on its own and when it turns on it goes up not configured. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating current within specs. No unexpected low battery alarm were noted. Device passed displacement test, self test, off no power test and all operating current test. However corroded battery tube compartment and battery cap contact noted.